Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image and disconnected cable. The root cause could not be identified. Based on the results of the investigation, the reported allegation was not confirmed. The additional investigation findings were likely due to deteriorating of parts from wear and tear. The most probable cause of the events is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had intermittent connector issues. The issue occurred during set up and inspection for use, before patient in the room. There was no patient involvement.